Event description:
It was reported that after 5 minutes while using the surgical fiber during a prostate procedure, the fiber bent to 90 degrees near the device handle. The surgeon was reported to have felt burns/heat on his finger that seemed like touching high temperature material. The fiber output power was reported to have been 180w. It was reported that there was no indication of burning or melting of the physician's glove where the physician felt the heat. The physician's finger burn was reported to be of a mild degree and the physician did not require any treatment. The fiber was replaced and the procedure was completed using a second surgical fiber. There was no serious injury reported to the surgeon or to the patent; the patient condition was reported as stable.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device found that the glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on the surface. The fiber was found to be broken within the outer flow tubing .50 inches from the control knob, between distal tip and control knob and exhibited indications of bending and crushing. There was no melting at the break location. The fiber was tested with a hene laser fixture and aiming beam was found to be present at the outer flow tubing break location. There were no signs of detachment along the length of the fiber. The outer flow tubing open end exhibited minor scratch marks. An evaluation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that after 5 minutes while using the surgical fiber during a prostate procedure, the fiber bent to 90 degrees near the device handle. The surgeon was reported to have felt burns/heat on his finger that seemed like touching high temperature material. The fiber output power was reported to have been 180w. It was reported that there was no indication of burning or melting of the physician's glove where the physician felt the heat. The physician's finger burn was reported to be of a mild degree and the physician did not require any treatment. The fiber was replaced and the procedure was completed using a second surgical fiber. There was no serious injury reported to the surgeon or to the patent; the patient condition was reported as stable.